Event description:
On (B)(6) 2011, pt reported the button closest to the insulin cartridge is not working. Pt switched to his backup infusion device. Pt reported he noticed the issue 3 days ago. Pt stated the button does pop back up after being pressed. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.